Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a left atrial appendage interventional procedure. The sutures of the first proglide device were successfully pre-placed. Reportedly, when an attempt was made with a second proglide, there was not good blood return from the marker lumen and the suture came out with the device after deployment. The sutures of a new proglide device were successfully pre-placed. The sheath was upsized to a 12f sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿not good blood return from the marker lumen¿ was not confirmed. The reported ¿suture came out with the device after deployment¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was deployed after there was no blood flow from the marker lumen. The electronic perclose proglide instructions for use (eifu), states: continue to advance the device until brisk pulsatile flow of blood is evident from the marker lumen. In the vein, the flow of blood may not be pulsatile, or blood may only fill the marker lumen. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.